Event description:
It was reported that the high rate, at low end, was set to 30ppm, but measured 34ppm. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the interconnect flex was out of electrical specification. It was also noted that the upper case, lower case, high rate cover and side bail covers were broken, and the heart wire contact block and battery drawer were contaminated.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.